Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. As the issue occurred in the past, troubleshooting was unable to be performed. Customer declined to provide further information. There was no known impact to the customer's blood glucose.